Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Left brake cracked. Ivc territory business manager states that the dealer says unit had a hairline fracture in it. Consumer used it for less then a month. MDR filed.